Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that as of (B)(6) 2018, the patient had been hospitalized for one week for hypervolemia and right ventricular failure. The patient''s lactate dehydrogenase (ldh) had been in the 200''s u/l with the last account being on (B)(6) 2018. Elevated lvad parameters were observed as well. On (B)(6) 2018, the patients ldh was 208 u/l. Heparin was started and an echocardiogram was performed with no significant findings. Additional information was requested but not provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed an elevation in power and flow however, a specific cause of these findings, and a correlation with the reported right ventricular failure, could not conclusively be established through this evaluation. The system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.